Event description:
Freesyle libre3 give false high readings. I have been having high readings with the most recently purchased libre three. I have been using a test strips to determine the amount of insulin I needed because the libre reading have been so off. This morning the reading were saying that my glucose was high and out of range, >350). My test strip was reading 122, since I hadn't eaten today, the 122 was probably accurate. These libres need to be fixed before someone dies because someone takes too much insulin. I did talk with a libre customer service representative today, but there did seem to be a sense of urgency. This needs to be fixed. In the meantime, I will continue to test my blood sugar manually.